Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 9/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/31/2016 with the following findings: the black box and alarm history showed a cs 078 call service alarm. The pump powered on with auditory and vibration alerts. The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run the 24 hour basal program and moisture damage due to an unresponsive keypad. There was also evidence of moisture corrosion on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.